Event description:
It was reported that a high drain alarm occurred on a homechoice (hc) machine during drain five. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. A technical service representative assisted the home patient (hp) in clearing the alarms. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and analyzed. The event history log review confirmed the appearance of a high drain alarm. No abnormalities were identified during visual inspection, and the device passed all of functional testing. A short simulated therapy was performed and passed successfully. The device was serviced and returned in good working condition. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported issue was determined to be one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.